Event description:
It was reported by the customer that their insulin pump is damaged. Customer stated the battery compartment is missing a piece and the right corner of the display screen is cracked. Customer stated they do not recall any significant events that led to the event but the device had been dropped a few times in the past. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).